Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the pacemaker exhibited far r wave over-sensing and competitive atrial pacing resulting in inappropriate mode switch (ams). No intervention was performed. There were no patient consequences.